Event description:
It was observed that during the device evaluation, the small intestinal videoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed the suggested event was caused since liquid containing lubricants and others inside the device flowed out due to internal flooding. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. As the methods for procedure in line with the reprocessing manual below, we determined the suggested event can be detected/prevented. The instruction manual operation manual "sif-q260, chapter 3 preparation and inspection" describes the methods for detection; the instruction manual reprocessing manual "sif-q260, chapter 3 compatible reprocessing methods" describes the methods for prevention. Olympus will continue to monitor field performance for this device.